Manufacturer narrative:
Result of investigation: the evaluation revealed image disturbances due to a damaged cable. The light output is outside the specification (53%). The distal end is mechanically damaged. The handle shows superficial discoloration. The shaft is mechanically scratched. The software on the device is outdated and does not correspond to the current version. The conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed, and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. Conclusion: during the error analysis of the optics available to us, a value of 53% of 100% was determined in relation to the total light output. The light guides show signs of wear that can be attributed to the reduced light output. In addition, a cable break was detected in the connecting cable, which is most likely responsible for the flickering image and image failure. The handle shows a color change (tarnishing) that may have been caused by clinical reprocessing. The optics shaft shows mechanically caused scratches and mechanical damage is also visible at the distal end. The defects found are not due to a manufacturing or production error but were most likely caused by clinical use/clinical reprocessing. At the time of inspection, the total operating time was 240.25 hours. The complaint history did not reveal any pickup in similar complaints, no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during a robotic laparoscopic rectopexy procedure, the tip cam 30° endoscope started to flicker and giving black screens for a couple of seconds when inserting the trocars and at the start of the procedure. Proceedure was completed successfully with another endoscope. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).